Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed fluid leaking from reagent probe a. The fse replaced the syringe pump drive assembly to resolve the issue, no further leaking was observed. The syringe pump drive assembly was returned to beckman coulter for further evaluation; testing confirmed failure of the syringe pump drive assembly. (B)(4).

Event description:
The customer reported their unicel dxc 600 pro synchron system generated smart module errors. Upon troubleshooting, the customer found reagent probe a was leaking. The customer stated the leak was contained with an approximate volume of 100ml and a service request was generated. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.